Event description:
Reporter alleged obtaining a discrepant blood glucose value of 9 mg/dl on the compact plus system back to back with a result of 113 mg/dl when testing was performed within 10 minutes. Reporter stated that at a different time separate from the first set of readings, another comparative test of 7 mg/dl was obtained on the same compact plus system back to back with a result of 113 mg/dl within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.